Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found indicates the patient had their leads explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03905. It was reported the patient has high impedances which is causing auto-reducing. Reprogramming was attempted but did not resolve the issue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Additional information received indicated the lead is not liable.

Event description:
Additional information received indicates the lead is not liable.